Manufacturer narrative:
Investigation showed that the printer was defect. We see this as an incident. Replacement has already been send. The cause was determined to be a software issue. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4) ). Details of this activity were discussed with cdrh office of compliance ((B)(4)) during a tele-conference on 05/31/2017. The risk identified was cornea injury/trauma. Therefore determined to be reportable. All available information has been disclosed. This complaint has now been closed.

Event description:
A facility in (B)(6) has reported the following: "can you please make a complaint phaco suddenly stops working, error message not known." Sample was returned. All information has been disclosed. No report of patient injury.